Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a deficiency was reported against a gia 75mm blue load stapler. The device was used in a procedure involving an exploratory laparotomy with small bowel resection and removal of mesh with fistula. Medical records provided indicate that between four days and three weeks after a procedure where the device was used, the patient developed an anastomotic leak, acute pain, developed kidney disease, sepsis with septic shock, acute post-hemorrhagic anemia, chronic hypoxia, respiratory failure, and pneumonia. Post operative treatment during this time included insertion of endotracheal airway, >96 hours of respiratory ventilation, insertion of feeding tube, dialysis (from kidney disease), abdominal washout, intubation (for hypoxia), administration of stress dose steroids, total parenteral nutrition, administrated subcutaneous insulin from tpn/steroids, surgery with placement of an end ileostomy and gastrostomy tube, surgery for fascia closure/placement of wound vac, antibiotic administration (for pneumonia), right nephrectomy, and open appendectomy. Information received indicates the patient became deceased four months after the procedure, due to complication of small bowel resection with pain and malnutrition. Reported underlying causes include coronary artery disease, myocardial infarction, and atherosclerotic cardiovascular disease.